Event description:
The following was reported to hamilton medical ag: during testing after control board replaced: control board replaced as part of the fsca capacitor issue. Testing after install was interrupted numerous times by vent shutting off. From the logs, the last time this vent was running on ac power was 11:28 on 11/6/2023. After that the battery was discharging and the device was alarming "loss of external power". When the batteries were depleted, the device displayed the tech faults. I checked the power cord and tried a known good cord, both recognized by vent. Battery is charging on ac, vent runs on ac and dc. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The unit shut down during testing after the control board was replaced. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury. The most probable root cause of the event was deemed to be that the batteries were totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error and no patient was involved, the incident remains reportable because a potential deterioration in a patient's health condition could not be excluded if the same situation were to occur during clinical use. Therefore, the issue is considered as a reportable event.

Event description:
The following was reported to hamilton medical ag: during testing after control board replaced: control board replaced as part of the fsca capacitor issue. Testing after install was interrupted numerous times by vent shutting off. From the logs, the last time this vent was running on ac power was 11:28 on 11/6/2023. After that the battery was discharging and the device was alarming "loss of external power". When the batteries were depleted, the device displayed the tech faults. I checked the power cord and tried a known good cord, both recognized by vent. Battery is charging on ac, vent runs on ac and dc. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during testing after control board replaced: ontrol board replaced as part of the fsca capacitor issue. Testing after install was interrupted numerous times by vent shutting off. From the logs, the last time this vent was running on ac power was 11:28 on (B)(6) 2023. After that the battery was discharging and the device was alarming "loss of external power". When the batteries were depleted, the device displayed the tech faults. I checked the power cord and tried a known good cord, both recognized by vent. Battery is charging on ac, vent runs on ac and dc. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).